Event description:
Pt informed pharmacy that one of her pumps keeps alarming "no disposable, pump won't run" even when trying to trouble shoot with her over the phone. Pharmacy is sending her a new pump and return box for malfunctioning pump. Malfunctioning pump's sn is (B)(4). Pt states the malfunctioning pump did not interrupt any therapy for her. No other info is known. Yes the error occurred while in use, no, it did not cause any harm to the pt. It is available for return and we are currently working on getting a replacement sent out. Reported to (B)(6) by pt/caregiver. Dose or amount: (B)(6), frequency: continuous, route: IV. Dates of use: from (B)(6) 2013 to ongoing. Diagnosis or reason for use: pah.